Manufacturer narrative:
This product is registered as a combination product. No complaint was received with return of the device. Failure event observed during analysis. Final analysis found only the connector portion of the lead was returned in one piece measuring 41.4 cm. External insulation abrasion exposing the outer coil caused by friction to another device or feature of the heart noted at 28.4cm to 29.2cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.